Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is open. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is open. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.